Event description:
It was reported that the pump stopped all insulin delivery. The customer indicated that blood glucose level would be impacted, as the customer does not feel that he has sufficient backup insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.